Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-aug-2023 by a physician via regulatory authority which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane defyne (lot 21313) to unknown location (unknown amount, injection technique and needle type. On (B)(6) 2023, the patient had experienced pain (implant site pain), ischemia (implant site ischaemia) and livedo reticularis (livedo reticularis) in the right nasolabial fold. In (B)(6) 2023, the patient was treated with hyaluronidase [hyaluronidase] pharma 1500 ui (2 ampoules), plus adiro [acetylsalicylic acid] 100 mg (3 tablets), methylprednisolone [methylprednisolone] 40 mg im, antibiotic cefuroxime [cefuroxime] 500 and nitroglycerin [nitroglycerin] topical patch. Outcome at the time of the report: pain was unknown. Ischemia was unknown. Livedo reticularis was unknown.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of pain at implant site and livedo reticularis were considered expected and possibly related to the treatment. Potential root cause includes injection of filler intravascularly or in the vicinity of the blood vessels leading to vascular occlusion or compression and ischemic manifestations. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.